Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that patient had right ventricular (rv) lead explanted for unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead pacing lead was surgically abandoned when patient received a cardiac resynchronization therapy defibrillator (crt-d) due to upgrade. There were no allegations against the lead. No adverse patient effects were reported.